Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Device interrogation revealed high pacing impedance and high capture thresholds. The lead was capped and replaced. The patient's condition was fine post procedure.